Event description:
It was reported that pt was seen by their dr in 2000 for an ear infection. The dr prescribed antibiotics. The parent repeatedly went to the same dr about the pt's infection and high temperature. The parent took the pt to an emergency room after they had convulsions. In 2000, the pt was admitted into the hosp. The csf culture confirmed pneumococcal meningitis. The pt was released from the hosp in 12/2000. The pt has since been vaccinated for the pneumococcal bacteria as suggested by their new dr. The device remains implanted.